Event description:
It was reported that the surgeon was drilling over a guide wire for a cannulated screw and the drill crumbled when drilling into bone. Part of the metal got stuck in the bone and was left in the patient.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.